Event description:
It was reported that during the implant procedure, the atrial lead was unable to obtain pacing thresholds. The lead was not implanted. The patient was in normal condition following the event.